Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectal anastomosis, the surgeon experienced difficulty removing the stapler from the patient's cavity. The anvil was stuck and they had to cut and tore the mucous membrane of the colon. The anvil disengaged to patient's cavity and was retrieved. The surgeon had to restart the anastomosis and used another device to complete the case. Surgical time was extended due to the product problem.

Event description:
According to the reporter, during rectal anastomosis, the surgeon experienced difficulty removing the stapler from the patient's cavity. The anvil was stuck and they had to cut and tore the mucous membrane of the colon. The anvil disengaged to patient's cavity and was retrieved using an instrument. In addition, there was a tissue loss as the anvil ripped the inner colon. The surgeon had to restart the anastomosis and used another device to complete the case. Surgical time was extended due to the product problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Visual inspection of the anvil noted a staple in the cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.